Event description:
Report of incident called to company 4/15/98. Siemens xray equipment went down and would not reboot. Pt had introcoronary wire placed and had to be moved to another lab. Thrombus developed in vessel but resolved without injury to pt.